Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device delivered an inappropriate shock due to atrial fibrillation. The patient presented to the emergency department with shortness of breath, high blood with a wide complex tachycardia. The patient then received external defibrillation. The patient was then admitted to the ICU and will continue to be monitored. No additional adverse patient effects were reported.